Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a battery alarm occurred. The device was not changed out, as the customer is using the system. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance tech (pst) performed a visual inspection and noted that the battery manufacturing date codes four years apart. After charging for 25 hours, the battery pair is too weak to support any load. The older of the two batteries will not properly charge. This battery is over eight years old according to its manufacturing date code. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.